Event description:
It was reported that the single board computer made a spark like sound during preventive maintenance but the customer didn't actually see anything wrong with board. No pt injury was reported.

Manufacturer narrative:
The single board computer from the monitor was returned for repair. A replacement board was provided to the customer. The customer clarified that a constant chirp was emitted from the buzzer located near the single board computer batteries. The batteries were replaced prior to being returned to terumo; this was most likely caused by premature removal of single board computer batteries during testing. The failure was duplicated and the board was scrapped. This report is being submitted to the FDA as a result of a retrospective review of product complaints.